Manufacturer narrative:
Investigation: the complaint of the acunav catheter not displaying an image was investigated. After inspection and testing of the returned device, the most probable cause of the issue was due to saline contamination on the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical result is an initialization error and failure of the catheter to function or image problem.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under sedation was undergoing an atrial fibrillation (afib) ablation procedure with the catheter already inserted into place. During the procedure, the doctor was positioning to go transeptal when a "force catheter needs to be zeroed" error message was displayed on the ultrasound system. Further report stated that the catheter produced a poor image. The doctor pulled out the catheter and a replacement catheter was reinserted into the patient to complete the afib. There was a delay of 5 minutes to change the catheter. There was no loss of data and there was no patient adverse event reported. No additional information was provided.